Event description:
It was reported that a patient had one trach device placed (B)(6) 2022 with a portex cannula with low pressure drawer until(B)(6) 2022. When patient received a "bivona 7", the cuff was cuffed with 5 ml of sterile water. For this patient the cuff has been "ur-cuffed (emptied) approx. 18 hours per day and only cuffed when needed respiratory therapy". The patient experienced chest pain and blood in the trach, found on (B)(6) 2023. An inspection by ent(otolaryngologist) doctor found an ulcer in the trachea at the site of the cuff. Chest pain and blood in trach was reported from (B)(6) 2023. Pain was triggered by cuffing and when coughing. The cannula was changed to portex with a low pressure drawer, and the patient experienced no more pain. Inspection after this shows that the ulcer is healing.

Manufacturer narrative:
Catalog number, lot number, expiration date, UDI section, g5: 510k, and manufacture date are unknown, no product information has been provided to date. No device history report (DHR) review could be completed as no lot number was provided. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.